Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously elevated beta - human chorionic gonadotropin (bhcg) results above the normal reference range for one patient, generated by the unicel dxi 800 access immunoassay system. Repeat testing of the patient sample produced lower results within the normal reference range of the assay. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer, the patient samples were collected in "orange top" and "green top" sample tubes. Additional collection device and sample centrifugation information has not been supplied to date. Qc was performing within the customers established ranges at the time of the event. A bec field service engineer (fse) was dispatched on 08/23/2011 for this event. The fse discovered that the dispense probe #1 had been bent so the fse replaced the probe. The fse also removed and cleaned the wash wheel due to dried wash buffer residue within the carousel. The fse checked instrument alignments and the customer performed qc which resulted within their established ranges to verify hardware operation. The fse performed a passing system check and passing high sensitivity system check and both resulted within instrument specifications after repairs had been completed. A definitive root cause for this event has not been determined to date.